Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission: 04/28/2017. The pump has been returned and evaluated by product analysis on 04/07/2017 with the following findings: during investigation, the pump powered on and displayed the verify screen. The display was clear and legible; no lines were observed. The complaint of a line through the display was not duplicated during testing. Unrelated to the complaint, investigation revealed a crack in the battery compartment.